Manufacturer narrative:
Continuation of medical devices: icf09b45 lead, implanted: (B)(6) 2004.

Event description:
It was reported that the right ventricular (rv) and right atrial (ra) leads were damaged by fracture due to placement in the clavicle area and subclavian crush. Both leads were explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the outer insulation of the lead developed a breach at the first ri b/clavicle location while in vivo. The outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.